Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an "error message about a defective loud speaker"; there was no sound. The device was not in clinical use at the time the issue was discovered; no patient involvement.